Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure the blade tip broke off of the device. They retrieved it manually from the patient. They used a second device to complete the case.